Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Device was returned for a critical pump error (open book image) per event date (B)(6) 2021. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image). Moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor during visual inspection. Unable to download firmware using crest due to display anomaly. Pcba1 and pcba 2 was swapped out with a working test board and successfully powered up confirming critical pump error alarm is due to moisture damage on pcba2. The following were noted during visual inspection cracked battery tube threads and cracked case corner of belt clip rails. Device p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm unknown due to moisture damage on electronics stack.